Event description:
The serice report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit. The unit passed extended self testing.